Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that a revision surgery was necessary due to an aseptic loosening of the baseplate. It was further reported that a caudal screw breakage and a metallosis occurred. A resection arthroplasty was performed to resolve the issue. 17-apr-2023 update dw: further information were provided that the broken screw had the part number ar-9145-36.